Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with fluid in the balloon and inflation lumen. The tip, balloon, proximal bond and shaft was microscopically and tactile inspected. Inspection revealed a foreign object (fm) around the outside of the balloon located 6mm from the tip of the device, and the distal markerband was damaged (flattened). Functional testing of the device was conducted by attaching an inflation device that was filled with water, to the hub of the complaint device. When positive pressure was applied to the inflation device, the coyote balloon inflated partially, with the balloon constricted where the fm was located. Inspection of the remainder of the device revealed no other damage or irregularities. The complaint device was sent to the materials testing & analysis characterization lab for possible identification of the fm. The source of the fm could not be established during initial testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4)

Event description:
Reportable based on analysis completed on 17-jul-2017. It was reported that balloon inflation failure occurred and balloon partially twisted. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 4.0mmx150mmx150cm coyote¿ balloon catheter was advanced for dilation. The balloon was attempted to be inflated twice; however, the balloon failed to inflated due to the balloon being partially twisted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed presence of foreign matter.